Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. The device history records were reviewed for the reported lot number m4272t639, the product met manufacturing procedures and was accepted by quality assurance inspectors. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). A field action was initiated on 07/29/2015 (product advisory notice was sent to all potentially impacted customers). Device not returned.

Event description:
It was reported there was an incident with a closed suction catheter that started leaking and the patient's ventilator started alarming. They noticed that the catheter was in the locked position but it was still suctioning the patient. The catheter was switched out for a new one and there were no further issues. The patient is doing fine presently and has been extubated. No patient injury.